Manufacturer narrative:
The enterprise vrd (B)(4) was deployed without any issues; however, after placing nine orbit galaxy coils, with angiography there was no distal flow in the area of the enterprise. The physician suspected thrombus. Flow was not restored after intra-arterial thrombolytics, but was restored after a second enterprise vrd was placed inside of the first vrd. According to the physician, the possible causes of the event were vrd thrombosis, or that the first vrd got compressed by the coil mass, resulting in a narrowed vascular lumen. The procedure was a stent assisted coil embolization of a basilar artery-superior cerebellar artery that was not calcified and moderately tortuous. The enterprise vrd was implanted along the target aneurysm with no issues noted. After placing eight unknown orbit galaxy coils and an orbit galaxy 3x6 complex soft (B)(4) in the target aneurysm the angiography revealed that distal section of the left (pca) posterior cerebral artery (where the vrd was implanted) did not show up. The physician suspected thrombosis. Therefore, a prowler microcatheter was advance into the proximal pca to maintain vascular patency, and then a total of 240,000 iu of urokinase was given intra-arterially. However, the blocked artery still wasn't cleared up, and a second enterprise vrd (B)(4) was placed inside the first vrd clearing the blocked section of the pca. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. According to the physician, the possible causes of the event were vrd thrombosis, or that the first vrd got compressed by the coil mass, resulting in a narrowed vascular lumen. Prior to the event, the first enterprise was fully expanded, appose to the vessel wall and in a stable position. There is no information available regarding pre or intra procedure antiplatelet/anticoagulation therapy, aneurysm or parent vessel size. It was reported that requested procedural images/additional information is not available. The lot numbers of the orbit coils which remain implanted are not known; therefore, a device history record review cannot be completed. Lr packaging l/n # (B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01430395. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 150 units, which were shipped from lake region medical on (B)(6) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis and occlusion of the treated segment are known potential adverse events that may be associated with the use of the enterprise vrd in the intracranial arteries. It is possible that clinical/procedural factors may have contributed to the reported event; however, based on the available information and without procedural images no conclusion can be made regarding the root cause of the reported vessel occlusion or the relationship to the coils or performance of the enterprise. Therefore, no corrective actions will be taken at this time. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00495, 3007628272-2011-50039, and 3007628272-2011-50040.

Manufacturer narrative:
According to the physician, the possible causes of the event were vrd thrombosis, or that the first vrd got compressed by the coil mass, resulted in a narrowed vascular lumen. Products used during the procedure consisted of orbit galaxy x 1 ((B)(4)/lot unk), prowler (catalogue/lot unk), 8 others were unknown orbit galaxy coils, and no information regarding other devices. Prior to the event, the first enterprise was fully expanded, appose to the vessel wall and in a stable position. A cd copy of all the procedure was not available, and no further information was provided. Concomitant devices: orbit galaxy coils, enterprise vrd, and prowler microcatheter. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00495, 3007628272-2011-50039, and 3007628272-2011-50040. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt

Event description:
The procedure was coil embolization of a basilar artery-superior cerebellar artery that was not calcified and moderately tortuous, and during the procedure the enterprise (vrd) vessel reconstruction device ((B)(4), complaint product) was implanted along the target aneurysm with no issues noted. After placing the ninth coil ((B)(4)/lot unk) in the target aneurysm, the angiography revealed that distal section of the left (pca) posterior cerebral artery (where the first vrd was implanted) did not show up. The physician suspected thrombosis. Therefore, a prowler microcatheter (details unknown) was advance into the proximal side of the pca to maintain vascular patency, and then total amount of 240,000 iu of urokinase was given intra-arterially. However, the blocked artery still wasn't cleared up, and a second enterprise vrd ((B)(4)) was placed inside the first vrd clearing the blocked section of the pca. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Both enterprise systems will not be returned for evaluation.